Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as a small amount of clear fluid (< 1 ml) leaking from the blood sampling valve (bsv) of the instrument. The leak was not contained. The leak was identified during the instrument startup process, and the startup passed. The leak did not appear to affect sample or reagent integrity, and there is no evidence of cross-contamination. The leak did not appear to impact either electrical or optical performance of the instrument. There were no instrument generated error messages reported in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak in the tubing (port wm7) on the blood sampling valve (bsv). Wm7 connects to the wbc (white blood cell) pump in the instrument. The fse trimmed the tubing and adjusted the rinse block guide plate to resolve the issue. The repairs were verified per established procedures. (B)(4).